Event description:
The customer reported hemoglobin (hgb) was failing on carryover, with regards to a unicel dxh 800 coulter cellular analysis system. No erroneous results were associated with this event and there were no reports of injury or impact to patient treatment. A field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.

Manufacturer narrative:
The fse indicated that the hgb chamber was cloudy causing the carryover procedure for hbg to fail. The fse replaced the hgb chamber and carryover passed. (B)(4)